Event description:
According to the reporter, during laparoscopic hiatal hernia repair procedure, the device had difficulty to load. The needle did not stay and fell into patient's cavity and no information yet on if it was or how it was retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the needle was retrieved out of the patient with a clinch. Another device was taken to finish the procedure. The patient is ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hiatal hernia repair procedure, the device had difficulty to load. The needle did not stay and fell into patient's cavity. The needle was retrieved out of the patient with a clinch. Another device was taken to finish the procedure. The patient is ok.